Manufacturer narrative:
A review of the device history record was completed and confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process. The definitive root cause could not be identified. A failed ap and dr board set led to the loss of image experienced by the end user.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of no image was confirmed. The olympus technician replaced a faulty circuit board set, replaced front panel, performed full inspection on unit and unit passed all inspection checks. The cause was traced to component failures. No further information was reported.

Event description:
The customer reported to olympus that during preparation there was no image on the monitor. There was no patient injury reported.